Manufacturer narrative:
H.6. Component code added. H.6. Investigation findings: code 3233 for the engineering evaluation remains unchanged. H.6. Type of investigation: code 4112 added. H.6. Type of investigation: code 4112 - images were provided, and an imaging evaluation was performed. H.6. Investigation findings: code 213 added. H.6. Investigation findings: code 213 - an imaging evaluation was performed and the imaging evaluation found the following: two time-points were available for evaluation - pre-implantation cta dated (B)(6) 2020 and post-implantation cta dated (B)(6) 2021. ¿ pre-implantation imaging from (B)(6) 2020 appears to show: o a 30º aortic angle just distal to the proximal neck. O aortic diameter just distal to the left renal appears to be 20.2mm. O aortic diameter ~8mm distal to the left renal appears to be 20.7mm. O aortic diameter 15mm distal to the left renal appears to be 21.1mm. ¿ post-implantation cta dated 7/23/2021 appears to show: o there is no gore® excluder® aaa endoprosthesis implanted. O per case description: the excluder device and 2 contralateral leg components were explanted on (B)(6) 2021. O there appears to be a surgical graft in the abdominal aorta. O the length from the left renal artery to the proximal graft appears to be ~2.3cm, by centerline. O the surgical graft appears to be ~6 cm ¿ 7 cm in length. O there appears to be flow in the abdominal aorta, iliac arteries, and visceral vessels. Images provided do not allow for evaluation in relation to the reported complaint. H.6. Investigation conclusions: code 11 remains unchanged.

Manufacturer narrative:
B.1. Product problem added for malfunction leading to serious injury. H.6. Investigation findings: code 213 - a device evaluation was performed based on what was reported to gore as well as images, including an imaging evaluation, attached to the event as the device was not returned for analysis. The evaluation stated the following: the device was reported to be an rlt261412. As shown in the imaging evaluation of the pre-implantation imaging, the aortic diameter is 20.2 ¿ 21.1mm and is similar in the CT images obtained following surgical conversion. The instructions for use (IFU) state that, for an intended aortic vessel diameter of 19-21mm, a 23mm trunk-ipsilateral leg endoprosthesis is recommended. Based on the imaging evaluation, the physician¿s observations that the trunk component had migrated distally and the proximal end of the device was crushed could not be confirmed. The likely cause for the reported observations of distal trunk migration and crushed proximal end of the device could not be determined with the available information. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, component migration, occlusion of device or native vessel, and surgical cut down, bypass or conversion. H.6. Investigation findings: code 3233 updated to code 213. H.6. Investigation conclusions: code 11 updated to code 4315.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc141000/ serial #(B)(4)/ UDI #(B)(4). Catalog #plc141000/ serial #(B)(4)/ UDI #(B)(4). Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. Type of investigation: (B)(4). (B)(4).

Event description:
On (B)(6) 2021 the patient underwent endovascular treatment of an infrarenal abdominal aortic aneurysm using three gore® excluder® aaa endoprostheses. It was noted that the initial preoperative CT images were taken on (B)(6) 2020. Due to covid-19 the procedure was delayed until may 2021. It was noted that updated CT imaging was not performed at the time of the procedure. At the time of the CT imaging in october the diameter of the patient's abdominal aorta reportedly measured 20, 21, and 22mm with an estimated proximal aortic neck angle of 30 degrees. There were no reported issues with device placement. Upon close of the procedure a proximal type I endoleak was observed on the trunk-ipsilateral leg component. Additional ballooning was performed and the endoleak was no longer visualized. On (B)(6) 2021 it was reported that CT imaging identified occlusion of the gore® excluder® aaa system. Blood flow was reported in the patient's renal arteries and reconstituted in the patient's external iliac arteries. Minimal to no blood flow was noted through the implanted gore devices. It was reported that the trunk-ipsilateral leg component had migrated distally an estimated 2-3cm and the proximal end of the device was reportedly crushed to one side of the patient's aorta. The patient's infrarenal aortic neck had reportedly dilated, and it was suspected that this may have caused or contributed to the distal migration of the trunk-ipsilateral leg component. On the same day the physician converted to open procedure. The gore® excluder® aaa trunk-ipsilateral leg component and two contralateral leg components were explanted. The devices will not be returned to gore. The patient tolerated the device explant.